Event description:
During the procedure/stent placement, the cook-z stent (5.0cm x 30 mss lot # 14744478) did not deploy when the physician went to deploy the stent. Additional radiation administered to the patient as a result of the incident along with necessary blood transfusion post procedure.